Event description:
The tps universal driver was sent for service and it ran continuously without activation because the forward trigger became stuck during performance testing. No adverse event was associated with the device.